Event description:
New information received notes that the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend and failure to retract the helix and was observed after insertion into the patient's body.

Manufacturer narrative:
Correction: the report of 2017865-2024-65942 should not have been retracted. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-65942, review of additional information indicates that the lead should not have been reported. The lead helix will not extend and noted during procedure after placed in the body is a non-reportable complaint.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition.